Manufacturer narrative:
As of the date of closure for this complaint, there have been no samples or visual evidence returned for evaluation. Without such evidence, determining root cause is not possible.

Event description:
Several PICC 18ga 4.0fr green 384157 catheter units are often leaking in front of the "cookie". It is used with a 10 ml syringe recommended to ensure an adequate infusion pressure, and yet the material has presented the occurrence.